Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Customer has provided a picture of the device. As per picture provided; it can be observed that the box of the device was opened, the information of the label that can be observed matches with the information of the complaint, also a part of the IFU (instructions for use) delivery wire and introducer sheath can be seen semi outside of the box. The picture provided did not lead to any conclusion related to the complaint event. A delivery wire, main coil and introducer sheath were returned for this complaint. Coil and delivery wire were not interlocked within introducer sheath. All parts returned separated. The twist lock of the introducer sheath was found opened. The delivery wire was inspected, and no anomalies were noted. The coil was inspected and was found stretched and kinked. No more damages were found in the device. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was found detached. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 24sep2021. It was reported that the device could not be pushed out of the protective sleeve. The target lesion was located in the iliac artery. An 8mm x 40cm interlock-35 was selected for use. During the procedure, four coils were released however the first coil could not be pushed when it was about to come out of the protective sleeve. Repeated attempts failed, and so the device was simply pulled out. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.